Manufacturer narrative:
Device p-cap or reservoir locked properly in place. Device received with severely cracked lcd window, cracked case , cracked case-corner of belt clip rails, and broken battery tube threads. Device power up properly after battery installation. Device passed self test, active current measurement, and displacement test. Power connector plug in and locked in place properly, however device received with high sleep current due to corroded electronic assemblies.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that there was a crack around the battery compartment and the insulin pump was not functioning. The customer's blood glucose level was 4.5 mmol/l. Customer states the insulin pump has cosmetic damage. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.